Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported leaking at the hub between male and female connections of microbore extension sets. The customer's practice involves connecting multiple sets together in order to accommodate the pump being outside the MRI room. In response to request for additional information about this event, the customer stated only that leak was "between male and female connections of 2+ microbore or 'cracked' per incident reports" she also incident in this case that "pt coded" and that the medications infusing at the time were versed and midazolam. No additional patient/event information was provided.